Manufacturer narrative:
The nurse reported that the screen on the gz transmitter was grey while monitoring a patient. They tried reseating the batteries then tried inserting new batteries to reset the gz, but the issue persisted. There were no signs of physical damage or fluid intrusion. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as no attempts could be made to obtain the information: d10 e1.

Event description:
The nurse reported that the screen on the gz transmitter was grey while monitoring a patient. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the screen on the gz transmitter went grey while monitoring a patient. They tried reseating the batteries then tried inserting new batteries to reset the gz, but the issue persisted. There were no signs of physical damage or fluid intrusion. No patient harm was reported. Investigation summary: the customer requested an exchange. However, after the quality team followed up with the customer on the exchange, they stated their device was working properly and on a patient. The customer confirmed their device is working properly and does not require the exchange any longer. They will be sending back the exchange device that was sent to them. Nk was unable to confirm the reported issue. A definitive root cause could not be determined. But based on the available information, the most probable root cause may have been depleted batteries or the lcd screen brightness was not appropriate, causing the screen to be too dark. Display symptom failures may include discolored or blank display, black display, white display, or partial or complete screen loss. A defective display can be caused by battery failure, incorrect installation of batteries (polarity issue), defective device, lcd screen damage or other device damage, wear and tear leading to component failure, incorrect installation, environmental factors, physical damage, incorrect settings, or user error. Display failures can also occur when another transmitter is using the same channel nearby, or when the signals of another patient's device mix. This can cause artifacts to occur in the vital parameter readings. A serial number review of the reported device (model: gz-130pa, serial number (B)(6) ) does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Additional information: b4 date of this report. E1 email address. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The nurse reported that the screen on the gz transmitter went grey while monitoring a patient. No patient harm was reported.